Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens. The doctor decided to explant the lens due to pressure spike. A peripheral iridectomy was performed due to pupillary block. The incision was not enlarged, one suture was used to close the wound. No other lens was implanted.

Manufacturer narrative:
(B)(4): evaluation: method lens work order search. Results (other): visual inspection of the returned product found plate haptic is torn. Lens was returned dry. There was evidence of dark surgical residue on lens surface. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).